Manufacturer narrative:
Device is a combinaiton product. Device evaluated by MFR: synergy ous mr 3.50 x 32 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid to distal region of the stent were noted to be lifted from their crimped position and pulled distally over the distal balloon cone. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed, and the proximal balloon cone was noted to be bunched. The balloon wings were however wrapped and evenly folded and no signs of positive pressure were noted.a visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 32mmx3.5mm target lesion was located in the left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the tip of the stent struts was lifted up. The procedure was completed with another of the same device and the patient's status was stable.

Manufacturer narrative:
Device is a combinaiton product.

Event description:
It was reported that stent damage occurred. The 32mmx3.5mm target lesion was located in the left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the tip of the stent struts was lifted up. The procedure was completed with another of the same device and the patient's status was stable.